Manufacturer narrative:
The hospital alleged that delivered tidal volumes were larger than set. A review of the device logs by the ge healthcare service representative noted high expired tidal volumes were triggered; no abnormal delivered tidal volumes were registered. High exhaled tidal volume, with no error in the delivered inhaled tidal volume, is consistent with the resolution of the issue being the administration of additional muscle relaxant to the patient. (I.e. The high expired tidal volume appears to be due to the patient's involuntary physiological responses to the surgical therapy which were resolved with additional muscle relaxant).

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that it was noted that the unit was delivering a tidal volume of 1500ml. The clinician reportedly increased the flows and tidal volume returned to the expected range. It was subsequently noted the unit delivered a couple tidal volumes of 1500ml. The patient was given relaxantia. It was subsequently noted that high tidal volumes were delivered. The tidal volume then returned to the expected range, and the case was completed with no further reported complaint. There was no reported patient injury.